Event description:
The technician reported the brake casters are ratcheting while in brake mode. The bed is located in (B)(6) at the facility. There was no patient/user injury reported. This report was filed in our compliant handling system as complaint (B)(4).

Manufacturer narrative:
The technician found the brake assembly is worn. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake, replace or adjust when necessary. Check the tires for cuts, wear, tread life, etc. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the brake casters, brake steer pedal, brake steer weldment, steer pedal button, brake pedal button and the brake steer torque tub to resolve the issue. Based on this information, no further action is required.